Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated that the hc displayed check patient line. The hp stated that there was air in the patient line. The technical service representative (tsr) informed the hp to end therapy and contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the check patient line alarm. The hp stated they did not know if any air went inside of them or not. The hp was not able to identify the source of the air. The hp stated they did not know the lot number of the supplies and disposed of them. The hp stated they informed their registered nurse (rn) regarding the air in the line. The hp was able to continue therapy once they started over. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.